Manufacturer narrative:
Unit received with button error alarm and had intermittent down and up buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 207 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.